Manufacturer narrative:
The devices were not returned. Therefore, a product analysis has not been performed.

Event description:
It was reported that during a frontal surgery, five high speed burs were broken. Follow-up information indicates that the break did not result in fragments inside the patient. There was no injury reported as a result of this event.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.